Event description:
It was reported that second implant misfired, predeployed without use of gray trigger. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.